Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device mis-fired. Attempted to form clips multiple times but could not. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: please clarify, per device, how the devices ¿misfired¿. Was told that the doctor tried multiple times to fire the device but each time it would not form a clip correctly. Did device not feed clips? I believe it did feed clips, but not correctly. Did device feed clips sideways? Unknown. Did device not fire clips (jammed)? I don¿t believe it jammed, just didn¿t form clips correctly. Did device fire malformed clips? Yes. Did device fire scissored clips? Unknown. Did device drop or eject clips? Unknown. If other, please specify.

Manufacturer narrative:
(B)(4) date sent: 5/18/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.